Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial/ batch: (B)(6).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced pain as a result of inadequate stimulation caused by lead migration. The patient underwent a revision procedure during which the leads were explanted and replaced. Postoperatively, the patient is doing well. The leads were disposed by the hospital and will not be returned for analysis.